Event description:
Pacemaker placement with difficulty sitting and threading the wire with multiple puncture attempts due to an old infarct or scar at site of placement. This was followed by ongoing sharp chest discomfort, which was ultimately resolved by replacement with a new ventricular pacing lead seven months after the original placement.